Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4-reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were found at 7.9cm to 9.2cm and 12.8cm to 13.6cm from the distal tip. The re lumen was breached at both locations. The etfe coating was intact at both locations.